Event description:
It was reported that during a laparoscopic colectomy procedure, the I-blade derailed from the track. The surgeon may have grabbed too much tissue. They completed with cautery and clips. There was no pt impact.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.